Event description:
It was reported that t:slim x2 pump battery did not charge even when caller used recommended charging cable, wall adapter, and different power sources and cables, and pump did not recognize charging connection. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions on putting pump into storage mode, programming settings and connecting continuous glucose monitor to replacement pump, and was informed to return malfunctioning pump using prepaid label, while technical support arranged warranty replacement pump shipment.